Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2018 with the following findings: review of the black box showed dates from (B)(6) 2017, (B)(6) 2017, (B)(6) 2018, (B)(6) 2018. There was evidence of unexplained power-on-reset events recorded on (B)(6) 2018. On investigation, the pump powered on using the returned battery cap with functioning audible tone and vibration alert; however, the display only contains a small partial image. The returned battery cap measures within specifications and was able to fully tighten. The "audio bolus" button cover is detached/missing and investigation was unable to verify bolus button functionality due to display issue. Investigation shows display screen damaged. A "no power" event was not duplicated during investigation. .